Manufacturer narrative:
(B)(4). Results of investigation - vyaire medical was able to verify the reported "blower demand dysfunction" problem. Service technician connected the ventilator to a known good patient circuit and ac adapter. Ventilator intermittently gave a low vte. Duplicated the blower demand alarm when the patient circuit was disconnected. Replaced the pressure module with a known good one and passed. Root cause of failure is the pressure module p/n 12056-002, s/n (B)(4) and it will be sent to the fa lab for further investigation. No CAPA required as of this time.

Event description:
The customer reported blower demand dysfunction on the revel ventilator. The customer reported that there was no patient involvement associated with the reported event.